Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, 95% stenosed, mid right coronary artery. A 2.75 x 48 mm xience xpedition stent delivery system was advanced with no resistance felt to the lesion and the stent implant was successfully deployed at 10 atmospheres. Following deployment of the stent implant, a distal edge dissection was observed. A 2.75 x 15 mm xience prime stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.